Manufacturer narrative:
(B)(4) approximate date of event: the beginning or middle of (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing gloves and not washing their hands. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Dialysis therapy was ongoing, but the patient would no longer be performing therapy at home. At the time of this report, the patient was recovering from the event. The patient was retrained on aseptic technique on an unknown date. No additional information is available.